Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic patient had a merlin.net transmission for non-sustained rv oversensing that was due to far pwave oversensing. Tse discussed toggling the lfa filter off. If this is done the physician should consider dft testing. The issue will be discussed with the physician.